Manufacturer narrative:
H3, h6, h10. H3 device evaluation. The ams 800 occlusive cuff was visually inspected and microscopically examined. A leakage test was performed, and no leaks were found. Inspection of the remainder of the device revealed no other damage or irregularities.

Event description:
It was reported that the patient underwent a surgical procedure to remove and replace the cuff component of this artificial urinary sphincter (aus) due to recurring incontinence secondary to the cuff being loose due to urethral atrophy. The patient's urethra was re-measured and a new, properly-sized cuff was implanted. The patient status following the procedure was reported to be stable.

Event description:
It was reported that the patient underwent a surgical procedure to remove and replace the cuff component of this artificial urinary sphincter (aus) due to recurring incontinence secondary to the cuff being loose due to urethral atrophy. The patient's urethra was re-measured and a new, properly-sized cuff was implanted. The patient status following the procedure was reported to be stable.